Event description:
It was reported to MFR, by facility, the bolt that holds the assist device on the bed is held in place by a c-clip and this c-clip had broke/opened up and did not hold the device on the bed. When the resident leaned up against it, causing the assist device to slide off the bed, the resident fell out of bed. Resident was taken to the hospital ER for medical exam because of bruising and abrasions from the fall. MFR issued RMA to get bed assist device back for eval. Replacement order was entered to replace device for customer.